Manufacturer narrative:
Investigation - evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. An IFU is provided with this device, which notes ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and no product returned, investigation has concluded that this event is likely attributable to a manufacturing and quality control deficiency. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2b: dqx. Occupation: non-healthcare professional. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a "strange particle" was observed in the primary packaging of a cook roadrunner the firm hydrophilic wire guide. The foreign matter was discovered at a distribution facility prior to the device being opened. The device did not make contact with a patient.